Manufacturer narrative:
The unit returned for evaluation was visually evaluated and no issues were observed. The unit was tested under simulated conditions and the unit was able to maintain pressure between 5 and 21mmhg over an hour.

Event description:
Implanted but next day patient had very shallow, low pressure. Dr. Darlington removed it and placed another m4.